Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, following the implantation of the device, the patient visited her urologist on many occasions regarding complications, and underwent a cystoscopy and was prescribed a variety of medications (specifics unknown). Reportedly, the patient experienced pain, infections, inflammation, vaginal discharge, difficulty with bowel movements, and dyspareunia, and she has been forced to use a catheter bag (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.